Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') and adenomyosis ('symptomatic adenomyosis') in a (B)(6) year old female patient who had essure inserted. The patient's medical history included acute pyelonephritis, amniotic fluid embolism (post-partum complications immediately following caesarean section), convulsions (post-partum complications immediately following caesarean section with probable amniotic fluid embolism), disseminated intravascular coagulation (post-partum complications immediately following caesarean section with probable amniotic fluid embolism), caesarean section, gingival bleeding, haematoma, menorrhagia and epistaxis. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (essure removal via subtotal laparoscopic performed secondary to hysterectomy on (B)(6) 2021 and hysterectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and medical device removal with essure. The reporter commented: essure removal was performed due to medical reasons, essure removal was not the primary reason for the surgery, but it was performed secondary to other gynaecological surgery hysterectomy for adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') and adenomyosis ('symptomatic adenomyosis') in a 38-year-old female patient who had essure inserted. The patient's medical history included acute pyelonephritis, amniotic fluid embolism (post-partum complications immediately following caesarean section), convulsions (post-partum complications immediately following caesarean section with probable amniotic fluid embolism), disseminated intravascular coagulation (post-partum complications immediately following caesarean section with probable amniotic fluid embolism), caesarean section, gingival bleeding, spontaneous haematoma, menorrhagia and epistaxis. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (essure removal via subtotal laparoscopic performed secondary to hysterectom on (B)(6) 2021 and hysterctomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and medical device removal with essure. The reporter commented: essure removal was performed due to medical reasons, essure removal was not the primary reason for the surgery, but it was performed secondary to other gynaecological surgery hysterectomy for adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') and adenomyosis ('symptomatic adenomyosis') in a 38-year-old female patient who had essure inserted. The patient's medical history included acute pyelonephritis, amniotic fluid embolism (post-partum complications immediately following caesarean section), convulsions (post-partum complications immediately following caesarean section with probable amniotic fluid embolism), disseminated intravascular coagulation (post-partum complications immediately following caesarean section with probable amniotic fluid embolism), caesarean section, gingival bleeding, spontaneous haematoma, menorrhagia and epistaxis. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (essure removal via subtotal laparoscopic performed secondary to hysterectomy on (B)(6) 2021 and hysterectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and medical device removal with essure. The reporter commented: essure removal was performed due to medical reasons, essure removal was not the primary reason for the surgery, but it was performed secondary to other gynaecological surgery hysterectomy for adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.